Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a low glucose alert after dinner with a meal announcement and alcohol intake, during the device learning period following a recent factory reset. Symptoms included hypoglycemia with sensor-reported glucose as low as 54 mg/dl, associated with impaired glycemic control. Outcomes included successful recovery to 75 mg/dl after treatment with fast-acting carbohydrates and continued self-monitoring, with no hospitalization. Investigation included phone-based troubleshooting and education regarding treating lows and the expected adaptation period after reset. Investigation of this case revealed no device malfunction reported and identified contributing factors including recent system learning period and alcohol intake, which can lower glucose postprandially. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user physiology and concurrent factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.